Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 246 mg/dl. The paramedics were called to treat a high blood glucose reading of over 700 mg/dl. Customer was transported to hospital. Diagnosed diabetic ketoacidosis. Customer felt sick. Customer was released from hospital after three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.